Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the leads were replaced due to low impedances.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient was unable to enter their device into MRI mode due to low impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted, and one lead was replaced.